Manufacturer narrative:
The technician replaced the worn brake block assembly, brake casters and brake/steer casters to repair the bed.

Event description:
Info received indicates the brake will not hold.